Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation a review of the complaint history, device history record, drawing, instructions for use (IFU) and quality control of the device, as well as a repeat investigation of a similar device with a similar failure mode was conducted during the investigation. The complaint device was not returned; therefore, no visual examination could be conducted. Additionally, a document based investigation evaluation was performed. Based on the review of current documentation, inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record showed no relevant nonconformances in lot 8707867 that could have contributed to this failure mode. It should be noted that there were no other complaints reported for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported the stylet became stuck to the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter which was placed in the left lung base to perform drainage of a pleural effusion (decompressive thoracentesis). When it was time to remove the stylet, it remained stuck to the catheter. After being in place for approximately 3 minutes, the entire catheter was removed, a new puncture was made/a new catheter was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient's anatomy was described as left pleural effusion with some septa and partitions inside. The customer noted that the hydrophilic layer was activated with saline impregnated gauze before insertion and was inserted immediately after this. Additionally, the procedure was guided by ultrasonography with lidocaine without epinephrine. The device will not be returned.